Event description:
It was reported that during a remote follow up, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. The physician suspected the increase in capture threshold and impedance were possibly patient related, associated with encapsulation/calcification on the lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and high pacing lead impedance event was sensed by the device.